Event description:
It was reported that the pt rec'd ems treatment following an automobile accident which occurred during an episode of hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The pt reported that she has been experiencing hypoglycemia after administering insulin boluses associated with meals. The pt is contacting her physician to adjust her insulin delivery dosages. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.